Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had black lines across the display. Reportedly, the customer was unable to read text on the screen. The customer's blood glucose level was 224 mg/dl. The customer would continue to use the pump for insulin therapy.